Event description:
While declotting the left femoral a-v graft the embolectomy catheter was being used. When the catheter was removed from the femoral loop. The balloon was no longer attached to the end of the catheter. The arterial system was extensively explored and the angioscope was used to visualize it. The balloon was not found. To this date the pt has not reported any complications.